Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an issue with the navigation system's connection to picture archiving and communication system (pacs). On intermittent occasions, the patient exam would download with missing slices. The download would progress to roughly 60-65% before jumping straight to 100%. The same exam would get deleted and redownload again, but with different results. Sometimes the exam would progress to only 54% before jumping to 100, other times the exam would download with no missing slices. The issue persisted on both wired and wireless connections and in multiple rooms. During troubleshooting, the manufacturer representative (rep) confirmed 5 green statuses in digital imaging and communications in medicine (dicom) transfer and green internet protocol (ip) address. The rep performed a ping test for several minutes and 153 packets transmitted, 0% packet loss. The rep performed steps found in kd article: s8 / extend network import timeout when imported exams via the network. The issue persisted. The rep disabled wireless "ae" title and brought in a new ethernet cable, issue persisted. The rep noted that pacs recently changed from losslessjpeg to another image transfer modality. Technical services recommended to the rep that pacs change back to lesslessjpeg and attempt to push an image to the navigation system while monitoring for packet loss. There was no patient involvement. It was reported that the site was using a new pacs system that splits network information between multiple nodes before reassembling the information at the designated ip. This was likely what was causing the disjointed images on the navigation system with missing slices. The site was able to partially get around this by doing a forced dicom push through the network to the navigation system. When they did this, the patient images would show up on the system twice. Once with m issing slices and once fully complete. The site was able to consistently recreate this meaning, they could consistently get a full image set using this method.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.